Event description:
It was reported that fluid spilled on the rad-87. Add'l info received indicated that there was visible smoke. There was no fire seen, but possible sparks. The power wattage on the device is 100-200 vac, 47-63 hz. This wattage is compatible to the building's wattage. This was a possible defective formula feeding bag that had a leakage into the power module of the monitor. No consequences or impact to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.